Event description:
Customer reported intermittent vertical column movement. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply system operates as intended.